Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value. The analysis of the computer of the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. The suspect part computer was returned to the manufacturer for evaluation. However, results are not available at this time. A manufacturer representative went to the site to test the equipment. It was identified the system showed the localizer was not connected and in the emitter details, it showed a red status for the axiem and an inability to read the port on the emitter. There was an attempt to try moving to a different usb port and rebooting but the status remained red. Tried an external usb port and the status turned green. The navigation system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used in a function endoscopic sinus surgery (fess). It was reported that the site was having difficulty registering. The site was able to register little by little, eventually able to pass registration. Surgery was delayed by a few minutes. No impact on patient outcome.